Event description:
It was originally reported that the ventilator was due for a scheduled preventative maintenance and the turbine was inop. Further info from the customer reported the ventilator shut down with an audible alarm while connected to a patient. The ventilator restarted a few seconds later and displayed reset. The patient's father pushed the reset button and the ventilator started functioning again. The patient was placed on a back up ventilator. No pt harm reported.

Manufacturer narrative:
Na